Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient complaint of pain and shocking at the site of the ins. Factors that contributed to the issue were unknown. A clinician programmer was shipped to the hcp to utilize in turning down the stimulation or turning the ins off and to run an impedance test. It was unknown if the issue was resolved. No further patient complications were reported as a result of this event.